Manufacturer narrative:
Additional manufacturer narrative: pending product return for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the customer received a 26 mm 6200 tricuspid ring with the interior packaging that houses the ring was soaking wet. It has an offensive smell, and the customer would like to replace it. No patient involvement.

Manufacturer narrative:
H11: corrective data: it was identified this manufacturer report 20156-2022-07838-91 was reported in error. This event remains not reportable and this correction is being submitted.